Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings:the pump bolus button was found to be intact and was responding to button presses appropriately. No defects were found related to the bolus button complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the audio bolus button was under responsive to button presses. The reporter indicated that there was no noted damage to the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.